Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lower bronchus stapling in an open right lower lobectomy procedure, there was poor staple formation and the staple line was incomplete distally. New stapler and handle were used to complete the case. There was no patient injury.